Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist via pch (pfizer consumer health care). A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back and hip), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown.